Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the patient's weight at the time of the event was 250 pounds. The pump was filled with normal saline and is still implanted running at minimum rate.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving medication via an implanted pump. It was thought that the medication may be fentanyl. The indication for pump use was back pain with leg pain and non-malignant pain. It was reported that the patient was admitted to the hospital sunday for neuro symptoms and was diagnosed with a catheter tip granuloma. Per the reporter, the hcp had attempted to aspirate drug from the cap (catheter access port) but was unsuccessful aspirating any fluid. The pump was refilled with pfns (preservative free normal saline) and programmed to minimum rate mode.